Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the software became unresponsive. The site restarted the system and the issue resolved. The site used a different navigation system for the procedure. No patient was present when the issue occurred.

Manufacturer narrative:
Initial reporter received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the software became unresponsive. The site restarted the system and the issue resolved. The site used a different navigation system for the procedure. No patient was present when the issue occurred.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter not known at the time of reporting. Reference MDR 1723170-2019-00859 for system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the software became unresponsive. The site restarted the system and the issue resolved. The site used a different navigation system for the procedure. No patient was present when the issue occurred.